Event description:
The facility biomed reported a flo-gard infusion pump with the condition "close clamp". This condition was found upon power up in the biomed service area and has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with 'close clamp' was not confirmed or duplicated by baxter service personnel. No cause was determined for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.